Manufacturer narrative:
(B)(4) was received from the FDA and the facility was contacted for clarification of the event; however, no additional information has been provided to date. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown time post inferior vena cava filter deployment, CT scan allegedly demonstrated detached filter limbs. Two filter limbs, one in each pulmonary artery and a third filter limb likely in the right pulmonary or liver. A fourth detached filter limb was noted to be in the right ventricle. The filter and detached filter limb in the ventricle were successfully removed. The remaining three detached filter limbs were not retrieved. There were no new devices placed. Patient status was not provided.